Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction shortly after wearing the comfort hard-soft bite splint. After wearing the mouthguard for 20 minutes on the first use, the patient reported feeling tingling and numbing on the tip of the tongue and on the lips, where they made contact with the mouthguard. Upon experiencing the reaction, the patient stopped using the mouthguard immediately. The symptoms went away completely after 24 hours. The patient did not require any treatment for the reaction. The patient reported to be doing ok. The patient has no pre-existing condition; however, the patient has a history of sensitivity and chemical allergies (hydroxyethylmethacrylate or hema, quaternium-15, isoeugenol, latex). The doctor did not make any adjustment to the mouthguard prior delivering to the patient. The mouthguard was cleaned with water.

Manufacturer narrative:
The comfort bite splint was manufactured per patient's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth and no major cracks were found. The device's layers were intact and did not separate. The device was observed to be very clean with no discoloration. The case was returned in a good condition with the label. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. The glidewell research team and namsa conducted a series of testing on erkodent materials following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. This complaint will be kept on record for track and trending purposes.